Event description:
The pt was implanted with a siltex saline device on 2/24/97. Subsequently, the pt developed an infection in her left breast and the prosthesis was removed on 7/28/97. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.